Event description:
It was reported two (2) 1.3mm titanium cortex screw heads broke off during insertion. The screw shafts remain in the patient and the surgery was successfully completed with a 10 minute delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device broke intra-operatively. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.